Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side deflation. The device remains implanted.

Event description:
The device has been explanted and replaced.

Manufacturer narrative:
Continued e1 additional (fax number): (B)(6). Additional, changed, and/or corrected data: b5, b6, d6b, d9, e1, h3, h6.

Event description:
Healthcare professional reported left side deflation. The device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: h3, h6 device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed an opening assessed as fold flaw opening. Additional observations: crease fold observed on the device. Wear abrasion observed on the device. Yellow particles observed inside the device. Black particles observed in the fill channel.